Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that a dexcom app crash occurred. The wearable was inserted into the skin. On (B)(6) 2026, it was reported that the patient experienced feeling unwell, was shaking, and lost consciousness. The fell asleep after this and woke up at 05:30 pm. The patient mother noted that they were not receiving any readings. A fingerstick was taken and the blood glucose reading was 64 mg/dl. The patient ate 3 bites of sushi and an emergency apple juice for children. No further medication was needed and the patient did not go to the hospital. At the time of the report, which was the same day as the event, the patient was stable but had a headache. The patient stated that the plan was to eat some more. While the patient was on the phone, tech support was able to help them with their issue, and when the patient was able to log in to the app, the cgm reading was 52 mg/dl. No other details were documented. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No additional event or patient information is available.

Event description:
Subsequent to the initial MDR, additional information became available. It was reported that a dexcom app crash occurred. The wearable was inserted into the skin. On 02/25/2026, it was reported that the patient experienced feeling unwell, was shaking, and lost consciousness. The fell asleep after this and woke up at 05:30 pm. The patient mother noted that they were not receiving any readings. A fingerstick was taken and the blood glucose reading was 64 mg/dl. The patient ate 3 bites of sushi and an emergency apple juice for children. No further medication was needed and the patient did not go to the hospital. At the time of the report, which was the same day as the event, the patient was stable but had a headache. The patient stated that the plan was to eat some more. While the patient was on the phone, tech support was able to help them with their issue, and when the patient was able to log in to the app, the cgm reading was 52 mg/dl. No other details were documented. The root cause of the customer¿s experience was undetermined. An analysis of the data logs was performed for the time in question. Logs indicated that the sensor session began on (B)(6) 2026 at 5:50 pm with transmitter/wearable serial number (B)(6). The sensor session lasted 10 days and ended due to sensor expiration on 3/8/2026. There was no bg calibrations attempted during the sensor session. The prior sensor session, with data, ended on (B)(6) 2025. No app crash was found in the phone user activity, phone crash and phone error logs. No additional event or patient information is available.

Manufacturer narrative:
B1 adverse event and/or product problem- additional. B5 describe event or problem - additional. H2 correction/additional information. H6 medical device problem code - correction. H6 type of investigation - correction. H6 investigation findings - correction. H6 investigation conclusion - correction.